Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting for off-pump coronary artery bypass (opcab), scai shock stage d. The patient¿s comorbidities were unknown. The patient was transferred from another hospital for cardiogenic shock and underwent CABG + mitral valve plasty immediately following impella cp insertion. Subsequently, an impella 5.5 was placed for the purpose of ECMO weaning. ECMO was successfully discontinued early, and the impella 5.5 remained stable until it was removed on day 8. Immediately after impella 5.5 removal, the patient developed symptoms concerning for intestinal ischemia. The clinical team suspected that a thrombus embolized to the intestines after device removal, resulting in intestinal necrosis. Thrombectomy was performed; however, the patient¿s condition did not improve, and he expired the same day. The treating physician stated that act and aptt values had been maintained within the recommended range throughout impella 5.5 support and believed there may be a link between the impella and the patient¿s cause of death. The reported thrombosis may occur in the setting of mechanical circulatory support and may be influenced by patient-specific factors such as underlying cardiogenic shock, hypercoagulability and anticoagulation status. The reported ischemia is consistent with critical-illness¿related vascular compromise and the possibility of distal thromboembolism in the setting of device removal and severe cardiogenic shock. The device will be conservatively reported for death; however, the death is most likely attributable to the severity of the underlying cardiogenic shock, multiorgan dysfunction, and the catastrophic development of intestinal ischemia.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (thrombosis/ ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).